Event description:
It was reported that the patient experienced a cerebrovascular accident (cva) after the carotid stenting procedure. Although the computed tomography (CT) scan showed no acute hemorrhage, the neurologist felt the patient had a small cva. No treatment was provided. The patient had residual hand weakness at discharge the next day. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of stroke and weakness are known observed and potential adverse events as listed in the product instructions for use. Although a conclusive cause for reported patient adverse effects and relationship to the device, if any, cannot be determined, there is no indication of product quality deficiency with respect to manufacture, design or labeling.